Event description:
It was reported that this patient underwent a surgical procedure to remove this tactra malleable penile prosthesis for unspecified reasons. The tactra device was replaced with an inflatable penile prosthesis (ipp). A patient outcome was not reported. Additional details were requested but could not be obtained.